Event description:
It was reported to philips that the system's collimator was preventing x-rays, which can impact imaging. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned treatment/non-emergency treatment. The procedure was completed as planned by restarting the system. It was reported to philips that system collimator preventing x-rays. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely, found that system collimator preventing x-rays. Customer stated that system would not make radiation at first, but after several reboots, everything working but message "wedge filter unavailable" still displayed. The fse went onsite, performed a diagnosis, visually checked the system and found that the wedges stuck in the bottom of collimator. To resolve the issue, fse fixed the wedges and rebooted the system. After repairs the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If unable to emit x-ray issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An unable to emit x-ray issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.